Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call to technical services placed on 11/18/2016 stated that this lead had noise and impedance was around 300 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).